Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was having sensor calibration issues, as a result the customer's blood glucose was 434 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.